Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. It was reported that the patient had her system explanted on (B)(6) 2024 and had nothing implanted at this time. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a system explant on (B)(6) 2024 for an unknown reason.